Event description:
Provider alleges consumer tipped over backwards in his unit. Provider stated that the consumer told her it was his fault.

Manufacturer narrative:
The provider evaluated the device. The customer's father has now modified the device, adding additional tires to the chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer tipped over backwards in his unit. Provider stated that the consumer told her it was his fault.